Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 alarm due to pump error 38 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was not exposed to high magnetic environment. Customer able to successfully clear alarm. Customer was able to complete rewind. Customer was unable to complete displacement verification test. The device will be returned for analysis.